Manufacturer narrative:
Section h4: additional information manufacturer investigation conclusion: the reported event of a pump off alarm on the system monitor was not confirmed. There was no log file submitted for review. There was flow showing on the monitor however, and there were no alarms on the controller. The monitor was exchanged and the issue resolved. System monitor, serial (B)(6) was not returned and was discarded. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the clinical screen of the system monitor indicated a pump off. The account stated there was flow showing on the monitor, however, there were no alarms on the controller. Additionally, there was no history of the alarm in the monitor nor controller. The patient did not experience any adverse event. This event was transient and occurred through the night. The system monitor was removed from service and is expected to be returned for evaluation. No further information was provided.